Event description:
Healthcare professional reported rupture to unknown side. Device status unknown.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.